Event description:
It was reported that during patient use in the intensive care unit (ICU), the ventilator graphic user interface (gui) display went completely blank. The customer attempted unsuccessfully to reset the device. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse performed the 9.4 gui field safety corrective action. The unit passed all tests and calibrations per the service manual. (B)(4).